Event description:
A patient underwent a staged halo application and subsequent posterior spinal instrumentation and fusion (psif), in which floseal was used. It was reported the floseal was injected in to the l5 pedicle tract and within minutes the patient experienced hypotension, tachycardia, and increased airway pressure. The patient was flipped supine and was resuscitated with nebulized albuterol, epinephrine and fluid boluses. The patient was transferred to the ICU and intubated. It was further reported the patient was given an epinephrine infusion and intravenous diphenhydramine, famotidine and methylprednisolone. After 24 hours of treatment the patient was extubated, and no further antianaphylaxis medications were required. The patient showed elevated serum tryptase levels. The ige level was positive for bovine, porcine gelatin immunoglobulin and beef. Ten days later, the patient underwent a t3 to l5 psif, and no further intraoperative or postoperative complications were noted. No additional information is available.

Manufacturer narrative:
The events occurred on an unknown date either in (B)(6) or (B)(6) 2021. Manufacturer/compounder:(B)(4) healthcare - (B)(4). Literature article: coury, j. R., skaggs, k. F., marciano, g.f., pinyavat, t., naseef, m., roye, b. D., vitale, m.g. ¿intraoperative anaphylaxis to the bovine flowable gelatin matrix." Jbjs case connect. 2022 mar 3;12(1). Doi: 10.2106/jbjs.cc.21.00753. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.